Event description:
Customer stated they started to smell smoke.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been as of the date of this report.